Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it received a winding former with five needle sutures and three detached needles that pertain to product code (B)(4). This product is control release and required eight strands per packet. Upon visual assessment of the winding former, it was noted that three needles were detached from the suture. The needles were examined, and the swage and attachment area was noted to be as expected; the barrel hole of the needles was examined under 20x magnification and remnant suture was observed. Five needle sutures could not be dispensed since have begun with the process of degradation and the time of exposure of sutures to the environment could not be determined. In addition, the foil was not returned for evaluation. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: "* what is the lot number?=>no further information is available. * device return follow up.=>the device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on 8/10/2022 and suture was used. During the procedure, when pulling the needle by the needle holder and taking the product out of the package, the suture broke.. There were no patient consequences reported. Additional information was requested.